Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had no output from the soft key second from the left and the other keys in the same row vertically are also affected as an intermittent response. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had no input from the soft key second from left and the other keys in the same row vertically had intermittent response. No additional information is available.